Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) and diagonal arteries. Two balance middleweight (bmw) guide wires were advanced into the lad and the diagonal. An unknown stent was deployed in the lad which trapped the guide wire that was in the diagonal. An attempt was made to remove the guide wire in the diagonal; however, the tip separated. The tip remained in the diagonal so an unknown stent was implanted to cover the guide wire tip. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.